Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was around 50 (mg/dl). Customer states this is completely normal and they intentionally keep their bg level around this level. Customer also stated their workload contributed to a bg level in this range. The customer consumed carbohydrates.